Manufacturer narrative:
Follow-up #2 - product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor calibration was within specification.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was emitting loss of prime warnings every 15 minutes. The reporter indicated that the issue occurred for 3 different filled cartridges. Troubleshooting was unable to be completed during the call. This complaint is being reported because the reported issue could not be troubleshot during the call to determine if the issue was resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/31/2014-additional information: on (B)(4) 2014, the reporter contacted animas alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.